Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the delivery issue was most likely patient condition related as the patient had calcified vessels which made placement of the graft difficult and led to additional resistance.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient post cardiotomy cardiogenic shock / low cardiac output syndrome was to be implanted with an impella 5.5 for mechanical circulatory support. The physician encountered delivery issues during implant. The graft was sewn too low on the aorta and the patient had anatomical issue/calcifications. The implant was aborted. The physician opted to centrally cannulate the patient for venoarterial extracorporeal membrane oxygenation.